Manufacturer narrative:
It is not possible to perform a document review since the lot numbers of the devices involved are not available. Clinical evaluation: 3 years after primary cementless tha the femor gets infected. Stem, head and liner are removed. No other information is available. Infection is a possible adverse event following tha; described in literature. There is no reason to suspect a faulty device. With the information at hand, no further conclusion can be drawn.

Event description:
Stem loosening throughout infection after 3 years, exact primary date is unknown. There are not details about revised devices.